Event description:
Patient was revised due to loosening of the tibial component. Osteolysis was present.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported loosening based on the information provided. Based on the investigation findings, the need for corrective action is not indicated.